Event description:
On august 7, 2024, senseonics was made aware of an event where the user experienced severe weakness and was not able to lift her head on (B)(6) 2024. The user went to the hospital on (B)(6) 2024, and was admitted and diagnosed with myasthenia gravis. The user had an additional lab test and an MRI of her head and neck, as well as physical therapy while in the hospital and at other locations in the following month.

Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system. As of (B)(6) 2024, the user has continued therapy of 30mg of mestinon (pyrostigmine) twice a day and receives intravenous immunoglobin infusions every 8 weeks. No further investigation was found necessary.